Event description:
It was reported that a user experienced approximately two days of hyperglycemia while using the ilet system, with blood glucose values reaching about 400 mg/dl; the user reported recent cartridge and supply changes, site discomfort issues were suspected, and subsequent removal of the infusion set revealed a bent cannula, after which a full supply change was performed and a trial of a steel infusion set was initiated. Symptoms included irritability. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and improvement in glucose values after the supply change. Investigation included remote troubleshooting, education on proper meal announcements, inspection of site, tubing, and connections during removal, and coaching on rotating insertion sites to avoid scar tissue. Investigation of this case revealed an infusion set/site issue consistent with a bent teflon cannula affecting insulin delivery, with device alarms not reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with infusion site/cannula integrity and user technique factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.